Manufacturer narrative:
The original reported event, device heats up, was confirmed. Upon disassembly, the drive link was found to be loose. The drive link was replaced along with other preventive maintenance, and the repaired handpiece was returned to the customer. A drive link loose on the blade mount base failure can affect device functionality and cause or contribute to high amp symptoms, which can lead to the device heating up.

Event description:
It was reported that the system 7 sag saw heated up. No additional information was provided by the user facility upon follow-up.

Event description:
It was reported that the system 7 sag saw heated up. No additional information was provided by the user facility upon follow-up.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.